Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report 3006260740-2024-05755 was submitted as two events on (B)(6) 2024. During evaluation of the returned devices, it was determined that each event required their own files as the failures were different. This report will only address the first event on (B)(6) 2024. Medwatch report 3006260740-2024-07152 will address the second event. The complaint of a broken stylet was confirmed and was determined to be use related. The product returned for evaluation was a hydrophilic stiffening stylet. Complete breaks were observed in both the core and coil wires. The coil wire was observed to be severely elongated. The weld tip was broken off and not returned. Microscopic inspection of the break in the core wire and coil wire revealed a granular fracture surface. A region of increased luster was observed on the fracture surface of the core wire. The break surface and profile of the core wire suggested that the damage was caused by excessive tensile force. The product IFU states: ¿never use force to remove the stylet¿ and ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, on the morning of (B)(6) 2024, during placement of 8194118, the guidewire was found to be broken at the end of the heparin cap when disengaging the supporting guidewire, but all of the guidewire was safely evacuated outside of the body after treatment. Additional information provided: it was reported that the patient has been using the catheter normally, the body function is normal, and it seems that the fragments are not in the body. The guidewire is elongated and broken, and it is impossible to determine whether all of them are removed, but after x-ray examination, no incarceration was found on the inner wall of the catheter. There is an undiscussed patient injury, and it is unknown how the subsequent incident should be handled.

Event description:
"It was reported there were two incidents. In the first case, on the morning of (B)(6) 2024, during placement of 8194118, the guidewire was found to be broken at the end of the heparin cap when disengaging the supporting guidewire, but all of the guidewire was safely evacuated outside of the body after treatment. The second incident was on the afternoon of (B)(6) 2024, during placement of 8194118, when the support guidewire was detached, it was found that the guidewire was broken at the end of the heparin cap, and after treatment, approximately 5 cm of the guidewire was still broken inside the catheter extension tubing, and then after separating the catheter and extension tubing junction of 8194118, the broken support guidewire was able to be removed. The patient has been using the catheter normally, the body function is normal, and no fragments left in the patients." This report addresses both incidents.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
"It was reported there were two incidents. In the first case, on the morning of (B)(6) 2024, during placement of 8194118, the guidewire was found to be broken at the end of the heparin cap when disengaging the supporting guidewire, but all of the guidewire was safely evacuated outside of the body after treatment. The second incident was on the afternoon of (B)(6) 2024, during placement of 8194118, when the support guidewire was detached, it was found that the guidewire was broken at the end of the heparin cap, and after treatment, approximately 5 cm of the guidewire was still broken inside the catheter extension tubing, and then after separating the catheter and extension tubing junction of 8194118, the broken support guidewire was able to be removed. The patient has been using the catheter normally, the body function is normal, and no fragments left in the patients." This report addresses both incidents. Additional information provided: it was reported that the patient has been using the catheter normally, the body function is normal, and it seems that the fragments are not in the body. The guidewire is elongated and broken, and it is impossible to determine whether all of them are removed, but after x-ray examination, no incarceration was found on the inner wall of the catheter. There is an undiscussed patient injury, and it is unknown how the subsequent incident should be handled.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.